Event description:
On (B)(6) 2023, a market research company received data regarding an in-field study conducted from (B)(6) 2023 to (B)(6) 2023. Respondents, eye care professionals (ecps), were asked questions pertaining to acuvue® oasys multifocal brand contact lenses (cls) with a 2-week wear schedule and one respondent reported the following: "they are too frequently the cause of infections, scarring, inflammation and overwear by patients." No additional product information, medical information or respondent details were provided. On (B)(6) 2023, an email was sent to the market research company requesting respondent contact information and event country. On (B)(6) 2023, an email was received from the market research company. All participants were us customers and participants will be contacted for consent to share their contact information. On (B)(6) 2023, an email was received from the market research company. Study participants "consented not to be recontacted." No additional medical information has been received. No additional information is expected. "Scarring" is being reported as a worst-case event as we were unable to obtain additional medical information from the reporting ecp. The date of the event is being recorded as (B)(6) 2023, the first day of the study, as the exact event date is unknown. The suspect lot number(s) is(are) unknown. Availability of the suspect cl(s) is(are) unknown. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
H3 other text : availability of suspect product unknown.